Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse found the o ring was snapped off. The o ring was replaced. The fse tested the iabp and it is working within specifications. Upon completion of our investigation, a supplemental report will be submitted.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a rapid gas loss alarm. It is unknown the circumstances under which the event occurred. It is also unknown if there was patient involvement. However, there was no adverse event reported.

Manufacturer narrative:
Updated fields: e1(telephone#).

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a "rapid gas loss" alarm. There was no patient involvement, and no adverse event reported

Manufacturer narrative:
Analysis of production: (3331/102) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot/serial number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/102) the review of the historical data indicates that no other similar complaint was reported for the same lot/serial number and reported failure mode. Trend analysis: (4110/102) the overall 24 month product complaint trend data for the period jun 2020 through may 2021 was reviewed. There were no triggers identified for the review period.

Event description:
N/a